Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to remove the closure device and foot retraction issue was confirmed. In addition, the analysis found the posterior foot had been detached and not returned. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted in the left common femoral artery using the preclose technique with two proglide devices prior to an percutaneous endovascular aortic repair (pevar). Reportedly, pulsatile flow was exhibited; however, upon resistive retraction the first device came out with tissue jammed inside the semi-retracted foot plate. The sutures appeared to be properly deployed. After removal of the pevar catheter and under manual compression, a third device was placed in case hemostasis could not be achieved with the two existing sets of proglide sutures. Hemostasis was achieved. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report.